Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: unknown batch no.: unknown. It was reported that during use of the unspecified bd syringe the syringe did not work correctly resulting in the liquid squirting out of the syringe onto the table. The following information was provided by the initial reporter: mom reported that she was out of syringes and tried using a larger syringe and the syringe did not work correctly. As a result, the liquid squirted out of the syringe onto the table and was wasted. Unknown if pt missed a dose or had any side effects. Reported by pt/caregiver.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that during use of the unspecified bd syringe the syringe did not work correctly resulting in the liquid squirting out of the syringe onto the table. The following information was provided by the initial reporter: mom reported that she was out of syringes and tried using a larger syringe and the syringe did not work correctly. As a result, the liquid squirted out of the syringe onto the table and was wasted. Unknown if pt missed a dose or had any side effects. Reported by pt/caregiver